Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Troubleshooting provided by bd tech services. H3 other text.

Event description:
It was reported that an unspecified number of bd vacutainer® cpt¿ cell preparation tubes with sodium citrate experienced erroneous results during use. The following information was provided by the initial reporter: material no: 362760. I am writing to you from our user facility lab regarding the cpt mononuclear cell preparation tube, sodium heparin. We are currently testing cpt tubes that we borrowed from a neighboring lab and we are having some issues with collecting blood from young patients (10 years).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® cpt¿ cell preparation tubes with sodium citrate experienced erroneous results during use. The following information was provided by the initial reporter: material no. 362760, batch no. Unknown. I am writing to you from our user facility lab regarding the cpt mononuclear cell preparation tube - sodium heparin. We are currently testing cpt tubes that we borrowed from a neighboring lab and we are having some issues with collecting blood from young patients (<10 years).